Manufacturer narrative:
This report is being supplemented to provide a correction to a previously submitted report. This event was a duplicate report. Please refer to MFR # 9610595-2025-27478-00 as the valid complaint.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the bronchovideoscope experienced intermittent image loss. The issue occurred during a bronchoscopy procedure, during sedation (while the device was inside the patient). The procedure was prolonged by less than 30 minutes and completed using the same device. There were no reports of patient harm.